Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unknown with osteoarthritis or right knee (kellgren-lawrence grade 4). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for severe prior effusion and previous use of synvisc (first course) at the age of (B)(6). On an unspecified date, the patient initiated treatment with second course intra-articular injection of synvisc (hylan gf - 20) in right knee (dosage regimen not provided). On (B)(6) 1999, the patient received second injection in right knee. The lot number of synvisc was not provided. On (B)(6) 1999, the patient experienced synovitis of right knee. On an unspecified date, 90 cc of clear yellow joint fluid was aspirated from right knee. On an unspecified date, after 15 days of receiving injection patient again experienced synovitis. On an unspecified date in 1999, patient received treatment with 2cc celestone (betamethasone) and 1cc of xylocaine (lidocaine). On an unspecified date, 8 days from onset of synovitis first episode, the patient recovered. The outcome of right knee effusion was not provided. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis and right knee effusion were severe. The reporting physician assessed the relationship between synvisc with synovitis as definitely related and did not provide a causal relationship with right knee effusion. Additional information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary - the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.